Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not functioning as expected. The epg was programmed to dual chamber mode (ddd) at an unknown rate and was "pacing too much". The patient subsequently went into ventricular fibrillation (vf) and was resuscitated. The physician requested a new epg which was programmed to aai mode at a lower rate of 50 paces per minute (ppm). The patient went into vf again and was resuscitated again. The physician stated that the epg was pacing "r on t and causing the vf." The epg re mains in use. No further patient complications have been reported as a result of this event.